Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified an opening on radius and crease fold. Leak test and microscopic analysis were performed which identified a puncture opening and a striated opening. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated puncture opening due to surgical damage-like consistent in the use of some surgical tools, and a striated opening due to surgical damage consist in the use of some surgical tools. The event of "pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
Healthcare professional reported bilateral "pain and hardening". Device has been explanted. This record is for the right side.